Event description:
It was reported that balloon rupture occurred. The target lesion, with 95% stenosis, was located in the moderately tortuous common femoral artery, superficial femoral artery, and below the knee vessels. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the inflation at 6 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.